Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had sound anomaly and hardware low level failure alarm as well as insulin pump went blank. The customer's blood glucose level was unknown at the time of the call. Customer did not want to troubleshoot for sound anomaly. Customer did self test and self test did not complete. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. No vibrating or audio alert noted. Unable to verify hardware low level failures or test sensor due to blank display. Device received with corroded motor home switch.